Manufacturer narrative:
Uromedica (B)(4).

Event description:
Interoperative bladder perforation (patient's right side) during a proact implantation procedure. The right-side device was not placed. The patient's left-side proact was placed sucessfully. The perforation was treated with catheterization. The physician plans to implant the patient's right-side at a later date.